Manufacturer narrative:
Information was received via published literature. (B)(4). Please reference literature at the following location: http://link.springer.com/article/10.1007%2fs11999-014-3852-y/fulltext.html . This report will be amended when our investigation is complete.

Event description:
It is reported that the patient experienced early postoperative posterior dislocations at 3 months after the index arthroplasty. The hip had been implanted through a posterior approach and had a 32-mm head. The patient had a second posterior dislocation within 30 days of the initial closed reduction. The patient was successfully re-treated with closed reduction in addition to placement into a hip abduction brace.

Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. The part and lot number of the product is unknown; therefore the manufacturing records and complaint history could not be reviewed. The reported device is used for treatment. It could not be confirmed if the device was used in an approved and compatible combination. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.